Manufacturer narrative:
Facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During treatment, it was found that the connector of a gamcath was broken. The broken connector was detected as a very small external blood leakage was seen by the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Photographs of the sample were received for evaluation; however, due to the quality of the photographs, a photographic inspection could not be performed. Should additional relevant information become available, a supplemental report will be submitted.